Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported from (B)(6) that during a knee primary replacement procedure it was observed that at first use of the battery handpiece device, the power module (battery) device motor power began to decrease. It was reported that as the procedure progressed there was a steady decrease in power to a point where there was no power at all and the final cut could not be completed. It was noted that different modes/functions were tried, but the motor of the power module did not respond. The battery device was removed from the handpiece device and checked and it was found that there was less than 40% of the power load. It was also noted that the handpiece device and the power module device had overheated. The reporter stated that the power module was checked before starting the surgery and it was reported to be with full load. It was reported that there was a 30 minute delay in the procedure due to the event and an unspecified spare device was available for use, and the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the power module device and found that the device was defective and could not be charged. During evaluation it was observed that the liquid sensors were active. It was determined that liquid had entered the module. It was also noted that the device failed pre-repair diagnostic tests for information button and self-test, charging and checking of the power module in the charger, and the liquid damage indicator. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.